Manufacturer narrative:
Device analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th and 7th stent wraps with struts raised. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely calcified lesion located in the distal left anterior descending artery, exhibiting 95% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent failed to cross the lesion due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury. Device analysis showed stent deformation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.